Manufacturer narrative:
(B)(4). The device was received in good visual condition with the trigger in the open position. Twenty two staples were fired and were properly formed. The complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the rep that post op a c-section procedure, approximately 24-72 hours post wound closure, staples are falling out of the skin. Intra operatively, there was no noticeable feel in the firing of the device. The internal incision was closed using vicryl 2.0. External incision closed with the skin stapler. An additional crease was observed on the leg of the staple when formed. It was during removal of the dressing that the staples came out. As a result the wound does approximate well. The patient has returned three times as a result of a 1 cm edge not approximating.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.